Manufacturer narrative:
Investigation: the patient was a (B)(6) female who presented with signs and symptoms of upper back pain. The patient was found to have pneumonia of the right lung concerning for sepsis. The patient was also immunocompromised due to diabetes and end stage renal disease. On (B)(6), 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus and staphylococcus spp. As detected. The same sample was used for all additional testing. Gram-positive cocci in clusters were observed on gram stain and culture grew mrsa. On december 10, 2023, a biofire bcid2 panel test was repeated on the same blood culture sample. The biofire bcid2 panel reported meca/c and mrej (mrsa), staphylococcus aureus, and staphylococcus spp. As detected. The customer reported that due to the initial biofire bcid2 result, the patient was treated with cefepime. The treatment was switched to vancomycin less than 24 hours later when retesting returned a "detected" result for mrsa. The customer stated it is unknown if the patient was harmed due to the biofire bcid2 panel result. As of (B)(6), 2023, the patient had renal failure. The final diagnosis of the patient was mrsa in blood. Quality control (qc) records for biofire bcid2 panel pouch lot# 31ha23 (kit lot# 2422223) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6)) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, field reports of potential false negative detections for meca/c, mrej, s. Aureus, and staphylococcus were each observed at a rate of <0.001. The biofire reagent lot is performing within specification in the field. These rates are within biofire system specifications. According to table 65. Biofire bcid2 panel clinical performance summary, meca/c and mrej (mrsa) of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048) the performance claim for the meca/c and mrej (mrsa) compared to soc phenotypic ast methods showed an overall sensitivity of 91.9% (95% ci 82.5-96.5%) and an overall specificity of 98.0% (95% ci 92.9-99.4%). Isolates recovered from the five false negative specimens were identified as mssa by soc phenotypic ast methods. Isolates recovered from the two false positive specimens were identified as mrsa by soc phenotypic ast methods.

Event description:
Summary: (B)(6) center (annapolis, md) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient received inappropriate treatment for less than 24 hours and isolation of the patient was delayed. The customer stated that it is unknown if the patient was harmed due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was due to a reagent pouch anomaly.